Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a female patient underwent a peripheral procedure on an unknown date. Following the procedure, the physician who is in training, selected a mynx ace 6f/7f vascular closure device to close the access site. Twenty four hours post close, the patient stated she felt a pop in her groin. The physician stated that the patient had a hematoma and a pseudoaneurysm that he treated with a stent.